Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low pacing impedance. It was noted that the patient has had chronically low pacing impedance that appears to be stable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.